Manufacturer narrative:
Additional information revealed that the patient will not undergo a revision at this time and no further course of action is to be taken.

Event description:
A report was received that the patient was hit at the ipg site by a sheep. The ipg is not working properly and causing the patient discomfort. It has been recommended that the patient undergo an ipg revision.

Event description:
A report was received that the patient was hit at the ipg site by a sheep. The ipg is not working properly and causing the patient discomfort. It has been recommended that the patient undergo an ipg revision.